Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoidectomy procedure, the device tore on the blue. A new device was used to complete the procedure. There was no pt consequence.